Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed 'upstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.